Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited inappropriate auto mode switch episode due to far-field atrial oversensing. Programming changes were made. The device remains implanted.